Manufacturer narrative:
Weight - race: unk. Claim# (B)(4).

Event description:
The reporter indicated that an unknown implantable collamer lens was implanted into the patient's eye (od) on an unknown date. Toxic anterior segment syndrome (tass) was reported. Linderone eye drops/injection was prescribed. Cause of the event is unknown. Reportedly, "the surgery was performed around the beginning of may.the patient in question had always had teary eyes. Lindelon eye drops and injections were prescribed. Since the patient has not visited the hospital since then, we assume that his symptoms have resolved. Explained that since the patient had always had teary eye symptoms, I would ask him to use more eye drops than usual. However, the patient did not take the drops as instructed, which was probably the casue of the tass. Based on the above, in the physicians opinion, he does not believe that this case was caused by the lens.

Event description:
The reporter indicated that an unknown implantable collamer lens was implanted into the patient's eye (od) on an unknown date. Toxic anterior segment syndrome (tass) was reported. Linderone eye drops/injection was prescribed. Cause of the event is unknown. Reportedly, "the surgery was performed around the beginning of may. The patient in question had always had teary eyes. Lindelon eye drops and injections were prescribed. Since the patient has not visited the hospital since then, we assume that his symptoms have resolved. Explained that since the patient had always had teary eye symptoms, I would ask him to use more eye drops than usual. However, the patient did not take the drops as instructed, which was probably the cause of the tass. Based on the above, in the physicians opinion, he does not believe that this case was caused by the lens.

Manufacturer narrative:
A4-a6:unk. D2 is unknown but field cannot be left blank. Claim# (B)(4).

Manufacturer narrative:
A4-a6:unk. D2 is unknown but field cannot be left blank. Supp1: duplicate error. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).